Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The consolidated ventilator interface board was replaced. No report of patient involvement. Unique identifier is (B)(4). Initial reporter: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during the preoperative checkout, the unit alarmed for reverse flow and mechanical ventilation was not functional. There was no report of patient involvement.